Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 5.5 mm from the distal end. The tissue pad was worn. There was scratch around the broken point. The grasping section had contact mark. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was worn since the user continued to activate output without grasping tissue (including after the tissue already cut). It was also known that the probe and grasping section came into contact due to the worn tissue pad, consequently the probe and the grasping section had contact marks. Furthermore, because the probe was subjected to a load, the probe broke. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a partial hepatectomy, the subject device was used. In the procedure, seal & cut short circuit error and seal short circuit error occurred several times. After that, probe damage error occurred, and the probe of the subject device broke off outside of the patient. The fragment did not fell into the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.